Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urticaria chronic ("chronic hives"), pruritus ("itching"), abdominal distension ("swelling of the abdomen"), memory impairment ("memory problems") and neuralgia ("nerve pain"). The patient was treated with surgery (partial hysterectomy in order to remove the essure coils in (B)(6) 2016). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, urticaria chronic, pruritus, abdominal distension and memory impairment outcome was unknown and the neuralgia had not resolved. The reporter considered abdominal distension, genital haemorrhage, memory impairment, neuralgia, pelvic pain, pruritus and urticaria chronic to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2018: quality-safety evaluation of ptc (product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), genital haemorrhage ("excessive bleeding / abnormal bleeding (general)") and adenocarcinoma ("tumor / teratoma / cancer type: adenocarcinoma") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), adenocarcinoma (seriousness criterion medically significant), urticaria chronic ("chronic hives / allergic or hypersensitivity reaction type: hives"), the first episode of pruritus ("itching"), abdominal distension ("swelling of the abdomen"), memory impairment ("memory problems"), neuralgia ("nerve pain"), hormone level abnormal ("hormonal changes"), depression ("psychological or psychiatric problems condition: depression"), the second episode of pruritus ("rashes or skin conditions type: itching"), bladder disorder ("bladder or urinary problems or changes"), dysuria ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), visual impairment ("vision problem"), eye disorder ("eye problems"), fatigue ("fatigue"), weight increased ("weight gain / loss"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and alopecia ("hair loss"). The patient was treated with surgery (partial hysterectomy in order to remove the essure coils in (B)(6) 2016). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, adenocarcinoma, urticaria chronic, abdominal distension, memory impairment, hormone level abnormal, vaginal haemorrhage, menorrhagia, depression, the last episode of pruritus, bladder disorder, dysuria, migraine, headache, nausea, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, eye disorder, fatigue, weight increased, gastrointestinal disorder and alopecia outcome was unknown and the neuralgia had not resolved. The reporter considered abdominal distension, adenocarcinoma, allergy to metals, alopecia, bladder disorder, depression, dysmenorrhoea, dyspareunia, dysuria, eye disorder, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, memory impairment, menorrhagia, migraine, nausea, neuralgia, pelvic pain, urticaria chronic, vaginal discharge, vaginal haemorrhage, visual impairment, weight increased, the first episode of pruritus and the second episode of pruritus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2015: evidence essure devices with no other abnormalitie. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events added from pfs- hormonal changes, abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression, rashes or skin conditions type: itching, bladder or urinary problems or changes, migraines / headaches, nausea, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), tumor / teratoma / cancer type: adenocarcinoma, vaginal discharge, vision/eye problems, fatigue, weight gain / loss, gastrointestinal or digestive system condition, hair loss. Onset date of event genital haemorrhage were update. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pelvic pain"), genital haemorrhage ("excessive bleeding / abnormal bleeding (general)") and adenocarcinoma ("tumor / teratoma / cancer type: adenocarcinoma") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "some difficulty was noted when trying to advance the essure causing a bending of the coil." And device monitoring procedure not performed "did not undergo confirmation test". The patient's past medical history included neck pain. Concurrent conditions included obesity, irregular menstrual cycle, abdominal pain, condyloma acuminatum, pap smear abnormal, atypical glandular cells of undetermined significance, keratosis, parakeratosis, periumbilical pain, amenorrhoea, multigravida and parity 3. Concomitant products included gabapentin. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 10 days after insertion of essure, the patient experienced urticaria chronic ("chronic hives / allergic or hypersensitivity reaction type: hives / rashes or skin conditions- type: hives"), hormone level abnormal ("hormonal changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), visual impairment ("vision problem"), eye disorder ("eye problems") and rash ("rashes or skin conditions type: rashes"). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced bladder disorder ("bladder or urinary problems or changes") and dysuria ("bladder or urinary problems or changes"). On (B)(6) 2012, the patient experienced alopecia ("hair loss"). On (B)(6) 2013, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition: irritable bowel syndrome"). On (B)(6) 2013, the patient experienced weight increased ("weight gain / loss (specify which one) gain"). On (B)(6) 2015, the patient experienced cervical dysplasia ("tumor / teratoma / cancer- type: atypical glandular cells"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced adenocarcinoma (seriousness criterion medically significant), pruritus ("itching"), abdominal distension ("swelling of the abdomen"), memory impairment ("memory problems"), neuralgia ("nerve pain"), depression ("psychological or psychiatric problems condition: depression"), fatigue ("fatigue"), abdominal pain upper ("stomach pain"), back pain ("back pain"), complication of device insertion ("some difficulty was noted when trying to advance the essure causing a bending of the coil.") And feeling abnormal ("not feeling right"). The patient was treated with surgery (partial hysterectomy in order to remove the essure coils on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, urticaria chronic, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain upper and back pain had resolved, the adenocarcinoma, pruritus, abdominal distension, memory impairment, hormone level abnormal, depression, bladder disorder, dysuria, migraine, headache, nausea, allergy to metals, dyspareunia, vaginal discharge, visual impairment, eye disorder, fatigue, weight increased, irritable bowel syndrome, alopecia, rash, cervical dysplasia, complication of device insertion and feeling abnormal outcome was unknown and the neuralgia had not resolved. The reporter considered abdominal distension, abdominal pain upper, adenocarcinoma, allergy to metals, alopecia, back pain, bladder disorder, cervical dysplasia, complication of device insertion, depression, dysmenorrhoea, dyspareunia, dysuria, eye disorder, fatigue, feeling abnormal, genital haemorrhage, headache, hormone level abnormal, irritable bowel syndrome, memory impairment, menorrhagia, migraine, nausea, neuralgia, pelvic pain, pruritus, rash, urticaria chronic, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: one coil was noted at the tubal ostia the left tubal ostia was then visualized. One coil was noted at the tubal ostia. Both tubal ostia were visualized. Discrepancy noted in essure removal date (as per on (B)(6) 2018 fu its on (B)(6) 2015). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Hysteroscopy: on (B)(6) 2015: evidence essure devices with no other "abnormalities". Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: genital haemorrhage, dysmenorrhea, menorrhagia, cervical dysplasia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-oct-2018: pfs received. Event added: not feeling right. Historical condition and concomitant drug was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), genital haemorrhage ("excessive bleeding / abnormal bleeding (general)") and adenocarcinoma ("tumor / teratoma / cancer type: adenocarcinoma") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "some difficulty was noted when trying to advance the essure causing a bending of the coil." And device monitoring procedure not performed "did not undergo confirmation test". The patient's concurrent conditions included obesity, irregular menstrual cycle, abdominal pain, condyloma acuminatum, pap smear abnormal, atypical glandular cells of undetermined significance, keratosis, parakeratosis, periumbilical pain, amenorrhoea, multigravida and parity 3. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 10 days after insertion of essure, the patient experienced urticaria chronic ("chronic hives / allergic or hypersensitivity reaction type: hives / rashes or skin conditions- type: hives"), hormone level abnormal ("hormonal changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), visual impairment ("vision problem"), eye disorder ("eye problems") and rash ("rashes or skin conditions type: rashes"). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced bladder disorder ("bladder or urinary problems or changes") and dysuria ("bladder or urinary problems or changes"). On (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition: irritable bowel syndrome"). On (B)(6) 2013, the patient experienced weight increased ("weight gain / loss (specify which one) gain"). On (B)(6) 2015, the patient experienced cervical dysplasia ("tumor / teratoma / cancer- type: atypical glandular cells"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced adenocarcinoma (seriousness criterion medically significant), pruritus ("itching"), abdominal distension ("swelling of the abdomen"), memory impairment ("memory problems"), neuralgia ("nerve pain"), depression ("psychological or psychiatric problems condition: depression"), fatigue ("fatigue"), abdominal pain upper ("stomach pain"), back pain ("back pain") and complication of device insertion ("some difficulty was noted when trying to advance the essure causing a bending of the coil."). The patient was treated with surgery (partial hysterectomy in order to remove the essure coils in (B)(6) 2016). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, urticaria chronic, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain upper and back pain had resolved, the adenocarcinoma, pruritus, abdominal distension, memory impairment, hormone level abnormal, depression, bladder disorder, dysuria, migraine, headache, nausea, allergy to metals, dyspareunia, vaginal discharge, visual impairment, eye disorder, fatigue, weight increased, irritable bowel syndrome, alopecia, rash, cervical dysplasia and complication of device insertion outcome was unknown and the neuralgia had not resolved. The reporter considered abdominal distension, abdominal pain upper, adenocarcinoma, allergy to metals, alopecia, back pain, bladder disorder, cervical dysplasia, complication of device insertion, depression, dysmenorrhoea, dyspareunia, dysuria, eye disorder, fatigue, genital haemorrhage, headache, hormone level abnormal, irritable bowel syndrome, memory impairment, menorrhagia, migraine, nausea, neuralgia, pelvic pain, pruritus, rash, urticaria chronic, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: one coil was noted at the tubal ostia the left tubal ostia was then visualized. One coil was noted at the tubal ostia. Both tubal ostia were visualized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Hysteroscopy - on (B)(6) 2015: evidence essure devices with no other abnormalitie. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: genital haemorrhage, dysmenorrhea, menorrhagia, cervical dysplasia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-sep-2018: plaintiff fact sheet and medical records received. Events added from pfs- rashes or skin conditions type: rashes, tumor / teratoma / cancer- type: atypical glandular cells, stomach pain, back pain, did not undergo confirmation test,some difficulty was noted when trying to advance the essure causing a bending of the coil..event update from gastrointestinal disorder to irritable bowel syndrome. Outcome of event urticaria chronic, pelvic pain, dysmenorrhoea, genital haemorrhage were update. Onset date of event urticaria chronic, dysuria, bladder disorder, dysmenorrhoea, hormone level abnormal, migraine, headache, allergy to metals, dyspareunia, irritable bowel syndrome, alopecia, vaginal discharge, visual impairment, eye disorder, weight increased were update. Concomitant disease were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urticaria chronic ("chronic hives"), pruritus ("itching"), abdominal distension ("swelling of the abdomen"), memory impairment ("memory problems") and neuralgia ("nerve pain"). The patient was treated with surgery (partial hysterectomy in order to remove the essure coils in (B)(6) 2016). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, urticaria chronic, pruritus, abdominal distension and memory impairment outcome was unknown and the neuralgia had not resolved. The reporter considered abdominal distension, genital haemorrhage, memory impairment, neuralgia, pelvic pain, pruritus and urticaria chronic to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.